Event description:
It was reported that the patient's right hip was revised due to head dissociation. Intra-operatively, excessive wear was noted of the trunnion. The stem, head and liner were revised to a competitor stem, head, and dual mobility poly with a stryker mdm liner. Rep confirmed that there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The events was confirmed via med review and review of the provided photographs. Method & results: product evaluation and results: visual inspection: the device was not returned; however, photographs were provided for review. The photographs show a recently explanted stem with an extremely worn trunnion. Clinician review: a review of the provided medical information by a clinical consultant indicated: "I can confirm that the patient underwent a primary total hip arthroplasty as described above since I was able to review and x-ray showing the implant. I can also confirm that the patient's developed a head neck disassociation with loss of material on the trunnion also because I was able to see the explanted prosthesis. Some blackened material was also noted within the bore of the femoral head. The root causes of head neck disassociation with loss of material of the trunnion and blackened material within the border of the femoral head are multifactorial including surgical technique, especially in the preparation and insertion of the femoral head onto the trunnion, patient factors including activity level and bmi, and implant factors."-product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the femoral head from the stem. The device was not returned; however, photographs were provided for review. The photographs show a recently explanted stem with an extremely worn trunnion. A review of the provided medical information by a clinical consultant indicated: "I can confirm that the patient underwent a primary total hip arthroplasty as described above since I was able to review and x-ray showing the implant. I can also confirm that the patient's developed a head neck disassociation with loss of material on the trunnion also because I was able to see the explanted prosthesis. Some blackened material was also noted within the bore of the femoral head. The root causes of head neck disassociation with loss of material of the trunnion and blackened material within the border of the femoral head are multifactorial including surgical technique, especially in the preparation and insertion of the femoral head onto the trunnion, patient factors including activity level and bmi, and implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.